Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (267 mg/dl) after delivering a bolus. Reportedly, bg level decreased to target range around lunch time and was not elevated at time of report. Elevated level was treated by delivering a correction bolus. Customer reported hearing the bolus deliver but was concerned that the bolus had not delivered because it was reflected in insulin on board (iob). Tandem technical support explained to the customer that iob represents active insulin in the body and that the bolus had been successfully delivered. Tandem technical support was unable to review pump data because customer did not have the ability to upload data; therefore, customer acknowledged information provided by tandem technical support and was satisfied.